Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and oversensing was noted. Fifteen ventricular non-sustained episodes at <(><<)>=210ms occurred between (B)(6) 2012 and (B)(6) 2013. One ventricular fibrillation episode at 180ms occurred on (B)(6) 2013. Impedance increase was also noted as the weekly pace lead trend data shows an increase for minimum and maximum rv pace from 848 to 1264 ohms peak between (B)(6) 2012 and (B)(6) 2013. The device battery was also noted to be at elective replacement indicator as the time of recommendedreplacement time in save to disk occurred on (B)(6) 2013 as device was at <(><<)>=2.62 volt.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: c154dwkj implantable cardioverter defibrillator: implanted: (B)(6) 2008. 5554-53 implantable pacing lead: implanted: (B)(6) 2008. 419478 implantable pacing lead: implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead had high impedance. During a revision procedure, noise was observed on the lead. A new lead was attempted, but could not be implanted due to occlusion. The device therapy was turned off and the patient was monitored until the new lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular lead had high impedance. During a revision procedure, noise was observed on the lead. A new lead was attempted, but could not be implanted due to occlusion. The device therapy was turned off and the patient was monitored until the new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.